Manufacturer narrative:
A medtronic representative, following-up at the site, reported the inaccuracy was reported during active navigation, however, the shunt was placed accurately in one pass. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported with this system.

Event description:
A medtronic representative reported that, while in a cranial axiem shunt procedure, the surgeon alleged an approximate 5mm inaccuracy after going sterile. It was noted that the patient tracker moved when the site was draping. The site failed to re-register through the drape, subsequently the surgeon opted to discontinue the use of navigation. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.